Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the entire device was used functional testing involved accuracy tests. The pump was found to be delivering properly and within specification. It was found the device displayed "engine maintenance" after power up. The motor was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump may have under delivered. It was reported that "despite the correct running time" a residual volume of 500ml remained in the morning after an infusion of 1800ml of food overnight. No adverse patient effects were reported.